Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that 2 infusion sets got detached from the body tape not sticking and was in use for one day. No further information was available.